Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter had inaccurately high control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 10am on (B)(6) 2016. At this time the patient obtained control solution readings of "231, 247, 269 and 257mg/dl" on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. The patient manages their diabetes with oral medication(s) (metformin and byetta; dosages unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that they did not develop any symptoms as a result of the alleged product issue, but during a doctor's office visit at 10am on (B)(6) 2016 they obtained a blood glucose result of ">500mg/dl" on the doctor's meter. No further treatment was noted. At the time of troubleshooting, the cca noted that the correct control solution was being used, the patient's testing technique was correct and the unit of measure was also set correctly at the time of testing. The patient's products were replaced and requested for evaluation. Although the patient developed signs/symptoms suggestive of severe hyperglycemia, there is no indication that the subject meter caused/contributed to this serious injury since the alleged product issue correlates with this. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.